Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported when he arrived on site, the machine had a note that stated "broken". The fse turned on and functioned checked the iabp. The fse could not get an ECG spike waveform in the a and av pacer tests. The augmentation waveform was also incorrect. The fse collected and checked the log files and found several fault code #16. The fse reloaded the software to no avail. The fse replaced the front end board, which corrected the problem. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer requested that the intra-aortic balloon pump (iabp) be repaired. The customer could not provide any further information. The problem was not verified at that time. The circumstances of the event are unknown, however, no adverse event has been reported.